Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and experienced high blood glucose level of 520 mg/dl. Customer¿s blood glucose level went from 160 to 113 mg/dl with 6 units. Customer stated that insulin pump was working but blood glucose should be really low but it only took to 113 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they experienced symptoms such as nausea, vomiting abdominal pain, headache, dizzy and weakness occurred last night. Customer stated that they had difficulty with insulin pump, its intermittently working, had been experiencing high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer reported that the insulin pump was worn during a medical procedure or test around an medical resonance index. The drive support cap appeared normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer alleged the insulin pump was under delivering. Customer performed displacement test and it was passed. The insulin pump and reservoir was not returned for analysis.